Manufacturer narrative:
Reference: (B)(4). Investigation: x-inspect returned samples. Analysis and findings: a review of the 2 yr complaint history reveals similar issues. This unit was manufactured in july of 2011. Service & repair confirmed the complaint condition. Upon review of the device it was evident a cleaning and an adjustment to the delivery tube would address the issue. Once done, the unit functioned to specification. The root cause for this complaint condition is being attributed to end user error and wear and tear. The gas used may have particulates that build up over time but another source of matter in the line can be from cleaned tips. Tips are cold soaked with plugs in the openings to prevent the liquid from entering. Tips that are not plugged at the opening take up the liquid and not all of it can be cleared out afterwards. Over time, the gas flow can freeze remnants of the cold soak (particulates) and move to the muffler end where its obstruction affects proper flow. Improper flow directly affects the units' ability to reach temperature (-60 to -75 degrees celsius) or defrost. An obstruction in the delivery tube would require an adjustment to regain proper flow as well as being able to reach temperature. *correction and/or corrective action the unit was repaired and returned to the customer at a charge. This complaint will be entered into the coopersurgical continuous improvement plan (cip). No applicable correction available to train to. Was the complaint confirmed? Yes. Preventative action activity": coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
Customer stated "won't freeze or defrost". Reference repair order # (B)(4). Ref: (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation process is completed a follow-up report will be filed. (B)(4).

Event description:
Customer stated "won't freeze or defrost". Reference repair order # (B)(4).